Event description:
Reporter indicated that generator was replaced due to increased in seizures over past four months. Pt was reported to have received a 75% reduction in seizures prior to the increase in seizures. Dc-dc code prior to generator replacement was 4. The eri (elective replacement indicator) flag was "no". After replacing only the generator, the dc-dc code was 2.